Event description:
Add'l info rec'd from rptr 7/25/00: had closed capsulotomy on the right, at the time, pt noted deformity with bulging into the right axilla. No other history of trauma. "(+ am stiffness) dysesthesias/parasthesias, spasms, chronic fatigue, sleep disturbance, adenopathy, low grade fevers, sweats, headaches, visual disturb, dizzy spells, memory loss, dry mucus membranes, oral sores, rashes, sens sun/chem, sob, choking sens, rising bp, wgt fluctuations, early menopause and prolonged bleeding."